Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and minor damage was observed to the usb (universal serial bus) port. Minor contamination was also observed on the usb port. Reader was not powered on with button depression or with test strip insertion. However, reader powered on with usb cable insertion. Reader was connected to computer and approved software was not able to recognize the reader. Visual inspection was performed on the usb charger and charging cable and liquid contamination was observed on the terminals of the usb data cable. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burnt marks was observed on u13 chip. A further extended investigation was conducted. Visual inspection was performed using a digital microscope and no physical damage or contamination was observed on either the exterior or interior parts of the reader. There was no indication that the observed liquid contamination on the reader usb port contributed to the complaint. The reader log file could not be uploaded, and therefore, data review was not possible. The returned reader was brought to the bench for functional testing. The returned reader's battery measured however results were outside the required specification, though was observed to charge back up successfully using the returned usb cable. This indicates the battery was functional. The usb cable was connected to cable tester to verify the cable internal parts pass continuity. Cable test passed indicating the cable was fully functional. The liquid contamination observed on the cable during previous phase was not affecting the functionality and therefore, does not contribute to the complaint. The reader displayed a connected to computer message when powered on with a button depression and a test strip insertion. However, the message was observed to no longer appear once the usb cable was plugged in. The reader event log and logbook were reviewed accessed via reader menu interface, and it was determined that customer was able to obtain results from the connected sensors and strips indicating this issue is not out of box. Off-current consumption testing was attempted, however, the off-current test could not be properly conducted due to the reader being stuck in the connected to computer mode. Thermal inspection using a thermal camera revealed hot spots on the cpu and u13, confirming previous phase findings. Voltage measurements were done across the r100 pulldown resistor. Any voltage across this resistor indicates excessive voltage or current bypassing the stm vbus protection circuit. Further checks on vdd, bl_enable, sw_vdd, and bq_lsctrl all measured, suggesting multiple damaged components. In contrast, these test points taken on a known good reader. The reader was not communicating with the computer and did not go through its initialization sequence upon power up, further indicating cpu and u13 damage. The thermal anomalies and the observed connected to computer message are consistent with the reader being exposed to excess current and voltage through its charging circuit, likely caused by using a non-abbott-supplied power adapter. The customer's reported issue of reader had fast draining battery could not be confirmed. Incorrect adapters can supply excess current, leading to component failure, overheating, and inability to power on. As damage to the returned reader's cpu (central processing unit) was found through bench testing, and there was no indication that the burn marks and the temperature anomalies were out of box. Therefore, this issue is not confirmed due to user error as incorrect adapter used. The ac adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time ac adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed an error-9. The product was returned and investigated for the error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed an error-9. The product was returned and investigated for the error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.